Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve there was calcification around the annulus that caused the valve not to fully open resulting in moderate to severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with a 25mm balloon and with a 28mm balloon. Moderate to severe pvl remained. A second valve was deployed at 4mm below the first valve. The pvl improved to mild to moderate per angiogram and echocardiogram. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention was reported to be related to patient anatomy. Implant technique is often dependent on patient anatomy. Paravalvular leak is a potential adverse event per the corevalve IFU. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report was likely related to patient anatomy. (B)(4).

Manufacturer narrative:
Additional information was received that a post procedure echocardiogram revealed the pvl had become severe which remained unchanged at the patient's one year follow up appointment. No intervention was performed and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.